Event description:
The father of the patient called in to state there must be a mistake in his daughter's test results and requested a re-test. Sample was repeated and the patient's father said there is no way for the daughter to show up as positive when the whole family is negative. She also is asymptomatic.

Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient databases) that the patient received one positive curative test on (B)(6) 2021 11:50 pm est. The patient's test sample (barcode # (B)(4)) was collected (B)(6) 2021 and later resulted with a viral CT value of 36.91, which is in the repeat range. The patient's test sample was then repeated for a second time and resulted with a viral CT value of 35.26, indicating a positive result. No corrections were made to this test report upon release to the patient. Sample (B)(4) was located on (B)(4) and testing started on (B)(6) 2021 11:49 pm est and (B)(6) 2021 7:05 pm est and the result for this test was released as positive. Per the clinical lab's investigation, results for sample (B)(4) were reported correctly and any contamination to the patient's sample was ruled out based on evaluation of the controls and empty wells in the plate. The patient's sample (B)(4) was located on (B)(4) at position a2. (B)(4) contained several empty wells at positions a5, a6, a7, a8, a9, a10, a11, a12, b5, b6, b7, b8, b9, b10, b11, b12, c5, c6, c7, c8, c9, c10, c11, c12, d5, d6, d7, d8, d9, d10, d11, d12, e5, e6, e7, e8, e9, e10, e11, e12, f5, f6, f7, f8, f9, f10, f11, f12, g5, g6, g7, g8, g9, g10, g11, g12, h4, h5, h6, h7, h8, h9, h10, h11, h12. All empty wells displayed zero human and viral amplification. (B)(4) was manually created in plating ((B)(4)), manually extracted ((B)(4)) using the norgen kit lot# 599343), and manually prepared for qpcr using a mastermix from batch 23. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. One well surrounding a2 was a positive control having a viral CT value of 29.72. However, we have no reason to believe that sample 501297969954 was contaminated by any of the surrounding positive samples. A customer success team member responded to the patient on feb 10, 2021 via a phone call and explained to the patient's father how curative's pcr test works. Customer success explained how patients can have viral shedding for up to 3 months after having the virus. It was also explained how viral CT values are measured in regards to positive and negative value ranges. The patient's father was also informed that the sample was processed and resulted correctly. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result.